Event description:
This event involved a patient 4 years and 11 months post heartware lvad implantation who experienced multiple alarms with change of power source in the controller earlier than expected followed by pump stops. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
Pump remains implanted. The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed that one((B)(4)) of the six batteries contained an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The pump remains implanted. Six batteries were returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual examination and functional testing; the devices performed per specification. Analysis of (B)(4) revealed that the device failed to meet specifications. Functional testing of the battery revealed it contained a faulty cell pair. The change in power source event could not be confirmed or replicated during functional testing. Review of the controller log files revealed that this battery was not connected to the controller at the time of the event and therefore did not contribute to the reported event. The reported event was confirmed via log analysis which revealed multiple incidences of battery switching and critical battery alarms correlating to the reported event. Controller log analysis revealed critical battery alarms when (B)(4) was connected to power port 2 of the controller. Further analysis established that the critical battery alarms occurred in conjunction with (B)(4) falsely communicating a 0% capacity; this is indicative of a communication issue between the controller and the connected battery. Analysis of the controller log files indicate that the most likely root cause of the reported controller power switching event is due to communication failure between power port 2 of the controller and (B)(4).